Event description:
Right knee became swollen [joint swelling], fluid was removed from right knee [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a physician via a company representative regarding a (B)(6) female pt, initials (B)(6), with a medical history of osteoarthritis of the knee and previous synvisc-one administration on (B)(6) 2010 in the right knee. The pt was administered synvisc-one on (B)(6) 2010. The physician stated that on (B)(6) 2010, the pt's right knee became swollen and 36 cc (cubic centimeters) of synovial fluid was removed from the pt's right knee. A synovial fluid culture was negative. Another 10 cc of fluid was aspirated on (B)(6) 2010. At the time of this report, the outcomes of the events were unk. The synvisc-one lot number was unk. No further info was provided. Additional info was received on (B)(6) 2010 from the physician regarding the pt. He reported that the pt had a medical history of osteoarthritis which started on an unk date in 2006 with a moderate grade, previous treatment with nsaids (non-steroidal antiinflammatories), steroids, and hyalgan, joint narrowing, and osteophytes. The pt did not have a history of prior effusion. Concomitant medication during synvisc-one administration was kenalog (triamcinolone acetonide). The physician stated that synvisc-one was injected on (B)(6) 2010 and no effusion was collected prior to the first injection. The right knee became swollen on (B)(6) 2010. The relation to synvisc-one was definite and the intensity of the symptom was severe. Treatment included aspiration of 36 ml of the knee on (B)(6) 2010. A c+s (culture and sensitivity) analysis was performed. The gram stain report stated that no organisms were seen, there were few polymorphonuclear leukocytes, and there was no growth after 48 hours. The physician reported that at f/u one week later, the pt was injected with kenalog "with improvement." The event of right knee swollen was recovered with sequelae on (B)(6) 2010. No further info was provided. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.